Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) was able to reproduce the issue and found the armnet was disabled. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm (RMA 302596500040) involved in the complaint to perform failure analysis (fa). The usm was tested on an in-house system in normal mode where it confirmed and replicated error where it failed usm agc current prompting error 32056. The complaint was confirmed based on failure analysis. The fse also replaced another usm while performing the field evaluation due to error 23000 and 23002. Isi received the usm (RMA 302596500080) to perform fa. System logs confirmed error 23000. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a patient side cart fixture platform where it failed sensors check on the yaw. .

Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, the system triggered a non-recoverable fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found 32056 pointing to the universal surgical manipulator (usm) 3. Prior to calling in, the customer power cycled the system, and the error came back at power up. The tse had the customer hard power cycle the patient side cart (psc) and the error came back at power up. The tse had the customer disable the usm 3. The procedure was completed with no reported injury using 3 usms. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the system functionality was checked upon powering on the system and it initially powered on without errors. The fault occurred mid procedure and site disabled the arm. Patient demographic was not available.